Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received very damaged box, looked like it had been opened and resealed. When patient opened the box no purewick urine collection system, kit or packet was inside. Box of purewick female external catheters were shorted, only had 22 wicks. Boxes of wicks also looked as if they were opened and sealed up again. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿miss out to put in the carton box¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient received very damaged box, looked like it had been opened and resealed. When patient opened the box no purewick urine collection system, kit or packet was inside. Box of purewick female external catheters were shorted, only had 22 wicks. Boxes of wicks also looked as if they were opened and sealed up again. It was noted that the patient had been using the purewick products for less than 90 days.